Event description:
Patient later reported left side pain.

Event description:
Patient reported for unknown side "fluid buildup around one of the implants" and "surgeon never called to recall the implant." Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid build up around one of the implants.